Event description:
Spout is leaking wallach ultra freeze 900076 e-complaint (B)(4).

Manufacturer narrative:
Investigation inspect returned samples analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 14-aug-2012 under work order (B)(4) and sold on 29-aug-2012. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: 10-may-2018 - 88930-leaks-relief device not sealing properly-relief device adjusted. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 100043 this unit was at csi on 13-mar-2023. Visual evaluation: visual examination of the complaint product revealed no physical damage. It was identified that the bottle returned is a different serial number than the unit returned. The bottle has serial number (B)(6). Functional evaluation: complaint product was functionally evaluated and found to function properly. Root cause: root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action. Root cause not applicable as the complaint condition was not confirmed. The unit was tested per prod-form 282 and was found acceptable. The unit was returned to the customer. No further training required at this time. *was the complaint confirmed? No.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
As per details reported on (B)(4) from fs log # 100043 cryosurgical system "spout is leaking."